Event description:
Customer facility medwatch (B)(4) was received at complaint handling unit (chu) on (B)(6) 2014. Only corrected and additional information will be provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Other serious changed to required intervention to prevent permanent impairment/damage. Common device name and product code changed per the part number. Part number was reported in the lot # column. The part was not returned to chu for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of insertion guides for 3.5mm lcp periarticular proximal humerus plates/rt was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.